Manufacturer narrative:
(B) (4). Late MDR is due to implementation of process improvement.

Event description:
The test lead was placed into the epidural space and advanced to the thoracic region. Appropriate stimulation was achieved on the table and the pt was moved to the recovery area. While in recovery, the pt lost sensation in her legs and could not move them. The pt was sleepy and confused and the physician wasn't sure if the symptoms were related to the anesthesia. The lead was removed. Within minutes, sensation removed and within an hour, the pt was able to move. After two hours, the pt was able to walk and urinate. Further info is being requested at this time.